Event description:
It was reported that the patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were replaced due to an unknown reason. The patient was doing well postoperatively. Additional information was received that the leads were replaced due to migration which was confirmed through xray. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(6); batch: 15782576/15782576.

Event description:
It was reported that the patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were replaced due to an unknown reason. The patient was doing well postoperatively.

Event description:
It was reported that the patient underwent a procedure wherein the implantable pulse generator (ipg) was replaced due to an unknown reason and the spinal cord stimulator (scs) leads were replaced due to migration which was confirmed through xray. The patient was doing well postoperatively and the explanted devices were retained by the medical facility and will not be returned. Additional information was received that ipg was replaced due to physicians preference.